Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device history record (DHR) review is currently in progress to confirm there were no non-conformances in the sterility or packaging processes. A supplemental report will be submitted accordingly once the review has been completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported that a bioprosthetic aortic valve, implanted six (6) months, was explanted due to endocarditis. The patient also had infection of his bioprosthetic mitral valve. Approximately two months post-avr and mvr, the patient had negative cultures. Six months post-op, the patient had positive cultures for enterococcus. Both valves had large amounts of vegetation. One vegetation was attached to the papillary muscle and other infected looking debris on the posterior ventricular wall calcification, which was part of his underlying mitral valve disease process. The explanted aortic valve was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure and was taken to the ICU in stable condition. The patient was deemed stable for discharge on pod #13.